Manufacturer narrative:
Device investigation: results: the catheter has a kink in the proximal shaft just distal of the stainless steel strain relief. There is an ovalization between 1.8 and 2.4 cm from the distal tip. A 0.070" mandrel was introduced into the hub and advanced distally. When the tip of the mandrel reached the kink at the distal end of the strain relief, forward motion stopped. The catheter is non-functional. Conclusion: the kink noted in the complaint is confirmed. The cause of the kink cannot be determined based on the information provided, but this location on the catheter is susceptible to kinking due to incautious handling during removal from the packaging or placement in the patient. The ovalization at the tip is not mentioned in the complaint narrative and likely occurred post procedurally.

Event description:
The physician introduced a neuron delivery catheter into a patient for a sah intervention. Once the neuron was in position the physician noticed a severe kink just distal to the stainless strain relief. The physician then tried to introduce a guide wire to remove the catheter but a wire would not pass the stricture. The physician then removed the system without the aid of a wire and another neuron 070 was removed from inventory. The case was completed with no adverse events and no patient injury was reported.